Manufacturer narrative:
The following additional MDR has also been submitted with the following suspect product: 3005248192-2024-00059, with suspect product alinity m system list number 08n53-002 serial number (B)(6).

Manufacturer narrative:
This event is no longer reportable against the alinity m hr hpv amp kit (list 09n15-090) lot 392654. See MDR 3005248192-2024-00059 for investigation of alinity m system, list number 08n53-002 serial number (B)(6) for this incident.

Event description:
The customer reported 1 false negative result while using the alinity m high risk (hr) hpv assay on the alinity m system. Sample ID (sid) (B)(6)was tested on 29-feb-2024 and the result was "not detected". The sample showed an unusual amplification curve for the "other b" target which was the reason for the retest. The sample was retested the same day and the result was hpv detected; other b. Field application specialist (fas) downloaded the results logs. The sample sid (B)(6)was first tested on 29-feb-2024 with result "not detected". Visual curve inspection shows presence of "other b" target that exhibits non-sigmoidal behavior. The sample was re-tested the same day with result "other b" detected. The customer provided information that each test was performed from a sample that was freshly aliquoted from the same master sample. The customer provided information that the result for sample sid (B)(6)was released from the laboratory on 1-mar-2024 as positive for "other b". There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.